Manufacturer narrative:
Visual examination of the returned used, item 00509125400 found bur broken off at the shaft. Examination was performed per print and could not find any discrepancies with machined flute critical dimension. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the (handpiece) instructions for use, the user is advised the following: precautions: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 00509125400 was being used during an unknown type of procedure on an unknown date when the head of the device broke and had to removed from the patient with forceps. The procedure was completed successfully with the use of an alternate blade after a 15-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.